Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient saw a por on the recharger. The patient's therapy stopped due to a por. It was unknown if the por was related to the overdischarge. The caller stated that they were charging last night and they went to turn the stimulation on and got the por on the recharger. The por was an informational por. The patient was walked through how to clear a por with the patient programmer. The patient was asked to press the sync key and then to press any arrow on the navigation button and the por was successfully cleared. The patient recovered therapy and it was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.